Manufacturer narrative:
The medical team in (B)(6) discarded the impella product at the explant. There can be no investigation of the product to root cause of the bleed. The failue mode will be monitored and trended.

Event description:
The medical center in (B)(6) had an access site bleed at the impella limb. The bleed was treated by the infusion of 4 units of blood. The team then also prematurely explanted the pump.